Event description:
It was reported that the atrial lead impedance has decreased and was low. The sensing was also noted to be low. The lead was reprogrammed, as the patient did not want a lead revision, and remains in use. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.